Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a f/u of the subject device was performed in (B)(6). During the pacing threshold test, loss of capture was observed at 2v; the physician tried to stop the test by selecting the corresponding button on the screen. However, at that time, no reaction was observed (the screen looked like frozen). While the pt fainted, the physician selected the emergency button to force the device to switch to nominal mode, which restore proper pacing operation. An explanation is requested related to the frozen screen.